Event description:
An attempt was made to deploy a 3.0mm diameter x 24mm length endeavor rx drug eluting stent in to a patient; however, it is reported that the stent slipped prior to deployment and the physician managed to retrieve it from the patient. Patient morphology details were not provided and no additional information are available on this event. The patient is reported to be fine and no other sequelae were reported. Evaluation summary: medtronic has received the stent in a test tube and its analysis has been completed. The first ten stent segments on one side were flattened. The remaining stent segments were severely stretched and deformed. A small amount of blood was present on the stent. The delivery device was not provided for evaluation. Communications from the account states that the stent slipped prior to deployment. No additional information are available on this event. Review of crimp data sheets confirmed that all equipment set ups were completed as per specification and all stents were crimped within the required specification load force. Stent securement completed as part of qc testing passed specifications requirements. The device has not been identified as the root cause of the event. Based on the limited information available, the root cause of the event is undetermined.

Manufacturer narrative:
(Secondary intervention; stent retrieved from the patient): evaluation results: (stent dislodgement). Conclusions: (root cause of stent dislodgement due to limited details provided).